Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included endometriosis and migraine. Previously administered products included for birth control: depo provera from 2006 to 2008. Concurrent conditions included menometrorrhagia. Concomitant products included meclozine hydrochloride (meclizine hcl) and prednicarbate (topimax). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and cystitis ("bladder/urinary problems: bladder infect"). The patient was treated with surgery ((hyst. (Full),salping (bilateral),oophorectomy (bilateral) and ablation). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain and urinary tract infection had resolved and the vaginal haemorrhage and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, bladder infect, uti. The nova sure device was advanced into the uterine cavity. Attention was then turned to the right tubal ostia where coils were passed through the ostia and two coils were noted at the end the patient tolerated the procedure very well. Three essure coils were noted in the right tubal ostia and no coil ls were seen in the left tubal ostia. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: outcome of the previously reported event- urinary tract infection, onset date of previously reported events were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included endometriosis and migraine. Previously administered products included for birth control: depo provera from 2006 to 2008. Concurrent conditions included menometrorrhagia. Concomitant products included meclozine hydrochloride (meclizine hcl) and prednicarbate (topimax). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and cystitis ("bladder/urinary problems: bladder infect"). The patient was treated with surgery (hyst. (Full),salping (bilateral),oophorectomy (bilateral) and ablation). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the vaginal haemorrhage, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, bladder infect, uti. The nova sure device was advanced into the uterine cavity. Attention was then turned to the right tubal ostia where coils were passed through the ostia and two coils were noted at the end the patient tolerated the procedure very well. Three essure coils were noted in the right tubal ostia and no coil ls were seen in the left tubal ostia. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Event onset date were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included endometriosis and migraine. Previously administered products included for birth control: depo provera from 2006 to 2008. Concurrent conditions included menometrorrhagia. Concomitant products included meclozine hydrochloride (meclizine hcl) and prednicarbate (topimax). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and cystitis ("bladder/urinary problems: bladder infect"). The patient was treated with surgery ((hyst. (Full),salping (bilateral),oophorectomy (bilateral) and ablation). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain and urinary tract infection had resolved and the vaginal haemorrhage and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, bladder infect, uti. The nova sure device was advanced into the uterine cavity. Attention was then turned to the right tubal ostia where coils were passed through the ostia and two coils were noted at the end the patient tolerated the procedure very well. Three essure coils were noted in the right tubal ostia and no coil ls were seen in the left tubal ostia. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included endometriosis and migraine. Previously administered products included for birth control: depo provera from 2006 to 2008. Concurrent conditions included menometrorrhagia. Concomitant products included meclozine hydrochloride (meclizine hcl) and prednicarbate (topimax). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and cystitis ("bladder/urinary problems: bladder infect"). The patient was treated with surgery ((hyst. (Full),salping (bilateral),oophorectomy (bilateral) and ablation). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the vaginal haemorrhage, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, bladder infect, uti. The nova sure device was advanced into the uterine cavity. Attention was then turned to the right tubal ostia where coils were passed through the ostia and two coils were noted at the end the patient tolerated the procedure very well. Three essure coils were noted in the right tubal ostia and no coil ls were seen in the left tubal ostia. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), heavy bleeding. Event menorrhagia made incident. Historical drug, medical history, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infect") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery ((hyst. (Full),salping (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, bladder infect, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, bladder infect, uti, essure confirmation test(s) conducted, specify: no were added. Reporter¿s information was added. Patient¿s demographics were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.